Event description:
Customer reported needle stick, happened around 1:15 pm. Administered a vaccine on a patient. After administration I went to put the safety up and the safety cap just bent the needle and needle cut the middle part of my index finger. The needle brand was sol-care with the orange safety cap. The safety at times doesn't catch the needle properly.